Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous distal right coronary artery (rca). As the taxus express2 2.5 x 24 drug eluting stent was advanced to the lesion, the stent dislodged in the proximal rca at a curve in the vessel. The stent was retrieved with a snare. The procedure was completed with a 2.5 x 20 mm taxus express2 stent. No further pt complications occurred. Pt status is satisfactory.